Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - high thresholds were detected via home monitoring and ra lead dislodgement was reported. The patient was hospitalized. An x-ray was done for diagnostic reasons. Ra lead repositioning was tried but not successful due to tissue adhered to the screw of the lead. According to the device log the ra lead was replaced. No implant or explant dates were provided.